Event description:
Boston scientific received information that the pacemaker along with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms and high pacing thresholds. Additional information indicates that the cause was not conclusively determined. The pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.